Event description:
It was reported that when the trek balloon was inserted over the guide wire and advanced through the guide catheter, air and then blood came back. A fluoro was completed showing the balloon was completely dissected. The balloon was still in the guiding catheter and did not embolize. The wire was in the dissected artery; therefore, could not immediately be removed. Another guide wire was inserted through femoral access to the vessel and was able to remove the wire, balloon and guide without any issues. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). The device was retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.